Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was told the pacemaker would break if implanted under the muscle. Moreover, the patient reported of feeling the device had moved around the chest and was currently in the breast. An attempt to obtain additional information was unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.